Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an abnormal endoscopic image appeared on the monitor and an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.